Event description:
It was reported the stapler fired correctly the first time, but had to revise the anastomosis as it looked a bit dusky. When closing the enterostomy with the device after completing the side to side with the conventional cutter, the stapler didn't fire any staples using a blue reload. A new load was placed and once more the stapler did not staple. The anastomosis was redone with new device and the anastomosis went fine. There was no patient consequence.

Manufacturer narrative:
Tracking: (B)(4). Date sent: (B)(4) 2013. Information was not provided by contact. Information unavailable.